Event description:
A site representative, registered nurse, reported that, while in an ent procedure, the navigation system became unresponsive and the surgeon was unable to track or verify instrumentation. The surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Replacement field generator shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the field generator was connected to a test system with the cranial application. The emitter immediately displayed red status and said "axiem emitter low drive error". Diagnostics shows a fault on coil #9. Pin 35 to pin 36 on cable 9660816 (coil #9) is open. No function. Electrical failure, red status/no tracking, directly caused the event. Medtronic representative, following-up at the site, confirmed the issue was resolved.

Manufacturer narrative:
(B)(6).